Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/18/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen. Reaction was described as redness, bumps and itching. On (B)(6) 2016, patient's doctor suggested and approved the use of tough pads under the adhesive patch. At the time of contact, the patient was fine. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.